Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported that the devices were sent to biomedical engineering with a note stating that an unspecified fluid was set to infuse at a rate of 100ml/hr. However, the device infused approximately 500ml in less than one hour. There was no patient harm. The customer's biomedical engineering and professional practice teams were unable to identify where the device was sent from. A non-bd investigation was conducted and a full performance verification was done on the devices. It was found that the devices infused within specification and returned to service. The customer requests no further investigation to be done by bd.